Event description:
It was reported that a pump alarmed for "upstream occlusion!" When no upstream occlusion was present. The alarm occurred in the sicu during an infusion of vancomycin at a rate of 170 ml/hr. It was reported that microbubbles were observed in the tubing. It was also reported that the temp of the solution was initially cold. The customer was using tubing (PICC line) with no slack, with 6" head height, and clamped 6"-8" below the y-site. It was reported that there was no patient injury.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter is continuing to investigate the reported event.